Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care professional (hcp) reported that the patient had ceased to have pain relief despite dose adjustments. A contrast dye study had been performed and found the contrast had been extravasating at the pump connector. The patient had been taken to the operating room an no discontinuities had been found. It had been decided to replace the pump connector and the issue had been resolved.

Manufacturer narrative:
H3. Analysis of the catheter found that no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted:(B)(6) 2024, explanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 14-mar-2026, UDI#(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal drug via an implanted pump for malignant pain. It was reported that on (B)(6) 2024 the patient had a catheter replaced due to kinking. Additional information was received from a company representative (rep) reporting that the event resolved after the revision occurred. The catheter and pump were now functioning properly.